Event description:
Reprise IV study it was reported that complete heart block (chb) and right bundle branch block (rbbb) occurred. Prior to the index procedure, heparin or another anticoagulant was given and the subject was not on any prior regimen of aspirin or other antiplatelet medication at the time of the index procedure. A lotus introducer sheath was placed and the native aortic valve was treated with deployment of a 25 mm lotus edge valve involving successful repositioning of the 25mm lotus edge valve with partial resheathing of the 25mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. One (1) day post index procedure, electrocardiogram(EKG) revealed sinus rhythm associated with complete heart block, wide qrs rhythm, non-specific st abnormality and right bundle branch block. Electrophysiology consultation recommended a new dual chamber pacemaker implantation. A new non-bsc permanent dual chambered pacemaker was implanted successfully on the same day. The event was considered recovered with sequelae. It was further reported that on the same day as the index procedure, post procedure, the subject developed complete heart block and accelerated junctional rhythm for which a temporary pacing wire was placed. The subject was discharged 2 days post index procedure on aspirin.

Manufacturer narrative:
B5 describe event or problem: updated. B7 other relevant history: updated.

Event description:
(B)(6) study. It was reported that complete heart block (chb) and right bundle branch block (rbbb) occurred. Prior to the index procedure, heparin or another anticoagulant was given and the subject was not on any prior regimen of aspirin or other antiplatelet medication at the time of the index procedure. A lotus introducer sheath was placed and the native aortic valve was treated with deployment of a 25 mm lotus edge valve involving successful repositioning of the 25mm lotus edge valve with partial resheathing of the 25mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. One (1) day post index procedure, electrocardiogram(EKG) revealed sinus rhythm associated with complete heart block, wide qrs rhythm, non-specific st abnormality and right bundle branch block. Electrophysiology consultation recommended a new dual chamber pacemaker implantation. A new non-bsc permanent dual chambered pacemaker was implanted successfully on the same day. The event was considered recovered with sequelae.